Event description:
It was reported that patient underwent femoral revision on unknown date. During the procedure, the disk drill fractured. The surgery was completed using another drill, with no reported patient injury, or delay in the procedure.

Manufacturer narrative:
Review of returned device found that post-fracture damage had obfuscated most artifacts that would suggest a fracture mode and origin. Remaining fracture artifacts suggest the fracture may have been caused by a bending overload. The measurable parts of the returned device were found to meet specification.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breakage of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture".